Event description:
It was reported that the procedure was to treat a heavily calcified mid left circumflex artery that was 90% stenosed. A 2.75 x 33 mm xience alpine stent delivery system (sds) was used. However, the shaft was kinked and the hypotube became separated in the anatomy as the device met resistance with the anatomy during removal. The separated component was retrieved with a snare device, and another 2.75 x 33 mm xience alpine sds was used to successfully complete the procedure. There were no adverse patient sequela and no clinically significant delay in the procedure. Additional information was received. The hypotube separation was clarified to be a separation of the inner and outer member and not the hypotube. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation and deformation due to compressive stress was confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported deformation due to compressive stress. During removal the device interacted with the difficult anatomy causing the reported difficulty to remove and subsequent material separation with the patient effects of additional therapy/non-surgical treatment and removal of a foreign body. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified mid left circumflex artery that was 90% stenosed. A 2.75 x 33 mm xience alpine stent delivery system (sds) was used. However, the shaft was kinked and the hypotube became separated in the anatomy as the device met resistance with the anatomy during removal. The separated component was retrieved with a snare device, and another 2.75 x 33 mm xience alpine sds was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.